Event description:
Facility alleged that one hr into hemodialysis treatment pt complained of chills and feeling sick. Dr was in attendance. Cultures taken. Treatment not stopped no medication given. Pt was sent to the hospital after treatment was completed. Pt discharged from the hospital next day.